Event description:
The customer reported that the insulin pump alarmed motor error during basal delivery. The blood glucose reading was 169mg/dl. Troubleshooting was performed. The customer stated that the drive support cap appears normal. Assisted the customer to run the self and displacement and they passed. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with currents within specifications. The device was unable to prime during the prime test as a result of a protruded/loose drive support disk. The motor passed the motor test.